Event description:
It was reported by service report that the bearing broke off of the headsection. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Customer evaluated unit and will repair upon receipt of the parts.